Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard disk drive was evaluated and replaced and the software was reloaded. The collimator interface cables and tgi (table generator interface) connections were also reseated. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system failed to boot up. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the fse confirmed the problem reported by the customer of no boot, no fluoro. The fse determined the cause of the problem to be the hard drive. The fse reloaded the hard drive to resolve the issue. The fse verified system functionality. The partitioned serial ata hard-drive contains the operating systems, and also contains the system software. The hard drive holds software that is a set of instructions that directs the system processor to perform specific operations. The software will be reinstalled, after a hard drive replacement, to fix any software issues as a result of a hard drive failure. The fse indicated a faulty hard drive, indicative of a hardware fault within the hard drive itself. Based on age of the system, manufactured before 2006, this type of failure would be expected and reflective of the normal wear and tear that is anticipated as the system is used.